Event description:
It was reported that during a thoracotomy procedure, the device would not unclamp to remove. After they fired the stapler, it did release manually. They used a second like device to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.